Event description:
It was reported that a patient presented with a loss of bluetooth low energy telemetry noted on the patient's implantable cardioverter defibrillator. No intervention was reported. No adverse patient consequences were reported.

Event description:
New information received notes that bluetooth low energy telemetry was restored on the device. No further patient consequences were reported.

Manufacturer narrative:
The results of the software analysis are inconclusive since no additional information was obtained to investigate. Based on the information received, the cause of the reported incident could not be conclusively determined, although the issue was resolved and the device is not paired to the mobile application.